Manufacturer narrative:
Date received by manufacturer: 17oct2019. Date of report: 18oct2019. The customer confirmed the issue was resolved, however, customer declined to provide repair details. If additional information is received a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported failing air flow accuracy test. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.